Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim. This report is made based on results of investigation completed on 05/04/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: evaluation revealed that there were scratches on the product label and the label is illegible. The display was dim- letters have a red hue. (B)(6).